Event description:
It was reported that bd maxguard administration set with needleless y-site(s) was leaking. The following information was received by the initial reporter with the following verbatim: do you know who I should reach out to regarding the bd maxguard IV tubing? At pesc and psc we are seeing a lot of leaking at the connection site of the tubing and the IV. The tubing does not connect well to the IV. You must, as best as you can, try to overtighten the tubing for it not to come loose. It can be difficult to do because you have to grip the IV tightly and there is not a lot of room to hold onto it. Ref# (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Lot provided 23089203.

Manufacturer narrative:
Sample inv and DHR the customer reported leakage at the male luer connection and returned one unused sample of material mx9128 and lot 23089203. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was tested under syringe pressure with a couple different bd connectors in the lab, and no leak was found. The luer was tested with overtightening and, as well as a more lenient connection, and with normal force, the leak still was not replicated. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on material mx9128 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.